Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned in its original sealed pouch. The pouch has a hole at 20cm from the top and 12cm from the left of the pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that there was a hole on the package. A 7/110/4/2.5/7-4 blazer® ii was selected for a flutter ablation procedure. During unpacking, it was noted that there was a hole in the package. The device was not used and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that there was a hole on the package. A 7/110/4/2.5/7-4 blazer® ii was selected for a flutter ablation procedure. During unpacking, it was noted that there was a hole in the package. The device was not used and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that there was a hole on the package. A 7/110/4/2.5/7-4 blazer® ii was selected for a flutter ablation procedure. During unpacking, it was noted that there was a hole in the package. The device was not used and the procedure was completed with another of the same device. There were no patient complications reported.